Event description:
As reported, following the initial right total knee arthroplasty, the patient began having complaints about their right knee. Furthermore, they lacerated their right achilles tendon and completed 6 months of physical therapy. During this recovery they felt their right knee was more swollen and painful, and they felt unstable with daily activities. Despite non-operative management, their functional state decreased significantly due to worsening right knee symptoms. They underwent a clinical, laboratory and radiologic workup that was negative for infection. Approximately 6 years and 6 months post the initial right total knee replacement, the patient was revised due to aseptic loosening. The surgeon noted there was marked synovitis encountered with tissue changes suggestive of osteolysis. The polyethylene component demonstrated pitted wear and some evidence of oxidation with yellowish discoloration grossly visible. The femoral component was found to e grossly loose and was noted to be debonded from cement in several areas, including the anterior flange and the lateral distal condyle. There was evidence of damage to the bony architecture noted secondary to osteolysis. Large amounts of osteolytic tissue and membrane were removed primarily from the medial condyle, revealing a contained type iib defect on the femur. The patellar button was noted to be well fixed. The patient was transferred to post-anesthesia care unit (pacu) in good condition after tolerating the procedure well. There is no other patient demographic or medial history available. Because the patient has filed a short form it appears they are alleging significant pain and discomfort, gait impairment; poor balance; difficulty walking; component part loosening; and other injuries presently undiagnosed, which will require ongoing medical care.